Event description:
It was reported that the universal pin driver locking mechanism is loose and would no longer holds pins tightly. No case involved.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device shows signs of extensive use. A functional evaluation of the returned device confirmed the stated failure mode. The device would properly hold hold a 0.123+ pin gauge; however, it would not hold the 0.75+ pin gauge which prevented the device from functioning as intended. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Investigation results: the device, intended for use in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.